Manufacturer narrative:
Pt. Info.: the information is not provided as per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Several attempts were made to obtain further information, however no additional details were provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. Additional information clarified that during the operation the lens was implanted and under the microscope, the surgeon saw that the optic was scratched. The lens was then taken out of the eye and a new one was put in. The patient was not harmed. No further information was provided.